Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified blood inside the balloon material. No issues identified with the hypotube shaft. A severe kink was identified at the guidewire exit port. A microscopic examination of the blade segments identified the following: blade 1: no damage observed. Blade and pad fully bonded onto the balloon. Blade 2: no damage observed. Blade and pad fully bonded onto the balloon. Blade 3: approximately 1mm of the distal segment of the blade was detached. Microscopic analysis revealed that the shaft polymer extrusion profile had a severe kink identified at the guidewire exit port. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Microscope examination identified no tears or holes in the balloon material. An initial attempt was made to inflate the balloon however the balloon failed to inflate. There was a large build-up of solidified blood in the inflation lumen and the balloon. The device was soaked in the waterbath at 37 degrees celsius where an additional attempt failed to inflate the balloon. The device was dissected in the midshaft and using an inflation aid, another unsuccessful attempt was made to inflate the balloon. No other issues were noted with the device.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.